Manufacturer narrative:
(B)(4). Concomitant medical products: 00784800300 ¿ kinectiv neck ¿ 61566254, 00875705601 ¿ continuum shell ¿ 61610407, 00875201232 ¿ liner ¿ 61376932, 00771301100 ¿ modular stem ¿ 61566688. Reported event was confirmed by review of medical records noting patient is experiencing elevated metal ion levels, pain, loosening of the cup component, discrepancy of limb length and scar tissue. Shell component is surrounded by scar tissue and is vertical in orientation. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-05456. 0001822565-2019-04597.

Event description:
It was reported that during patient underwent a left hip revision approximately 3 years post implantation due to elevated metal ion levels, acetabular loosening, limb length discrepancy, pain and scar tissue. During the procedure the head, liner, neck and shell were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.